Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted in the esophagus to treat a malignant obstruction during a gastroscopy with stent placement procedure performed on (B)(6) 2025. The wallflex esophageal stent was successfully deployed. However, unidentified liquid in the patient's stomach was observed. When the stent was able to open up the obstruction in the esophagus, the liquid came up causing the patient to aspirate. Emergency resuscitation was attempted, but the patient passed away. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf patient code e0704 captures the reportable event of aspiration. Imdrf impact code f2306 captures the reportable event of emergency resuscitation was attempted. Imdrf impact code f02 captures the reportable event of patient passed away.